Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, 99% stenosed, lesion below a bifurcation in the left anterior descending artery. The mini trek rx 2.0 x 20 mm was used for pre-dilatation, but the balloon ruptured during the first inflation at 8 atmospheres. The device was changed to a nc trek and the procedure was completed after stenting. There was no clinically significant delay in the procedure and no adverse patient effect. The device was soaked in normal saline prior to use and the device was prepared inside of the anatomy. There was no resistance during removal of a protective sheath. However, there was resistance with the anatomy during advancement to the target lesion through the stent strut which was already implanted in the first diagonal. There was also resistance with the anatomy during removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6fr jl4. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that trek rx, coronary dilatation catheter instructions for use (preparation for use) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.